Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # v741665, implanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot # v741665, implanted: (B)(6) 2012, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The patient reported he stopped feeling stimulation on the right side. The patient had met with a manufacturing representative (rep) 8 months to a year after implant, and they said one of the patient¿s ¿lead¿ was broken. A surgical intervention was not required and the rep was able to resolve the issue through reprogramming. After reprogramming the device, the patient was able to feel stimulation on both sides. However, on (B)(6) 2015, the patient lost stimulation. There was no trauma or falls that could be related to this issue. The patient had checked the device with the patient programmer (pp) and it showed that stimulation was on. The implant was ½ charged. The patient tried to increase stimulation, but that did not resolve the issue. The patient had no stimulation sensation at all on the left and right side. It was noted that the patient's relevant medical history includes chronic low back pain and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.